Event description:
The user facility reported that the involved tr band device would not stay inflated. There was no patient harm. Procedure outcome good. The event occurred post treatment. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product. Additional information was received on 01 may 2023: both tr-bands were used on the same patient. Additional information was received on 03 may 2023: procedure for the patient prior to use with the two tr-bands was a left heart catheterization. 20ml's of air was added in the tr bands. Less than one (1) minute passed before the bands were no longer inflated. There was no damage noted. Patient condition was stable. Hemostasis was achieved using a third band.

Manufacturer narrative:
Patient identifier: requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: rcis tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code and lot number combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 1118880-2023-00100.